Event description:
A malfunction with code malf 12 was reported. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact technical support if the issue reappears.